Manufacturer narrative:
E1: initial reporter postal code ¿ (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from an unspecified location. After therapy, at the time of disconnection, it was observed that there was fluid in the chamber outside the balloon. The leak was also described as, ¿was a layer of fluid in the bottom of the cannister approximately 0.5 -0.7cm up the cannister¿. The device was filled with fluorouracil hs (accord) 3400mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between february 3, 2025 ¿ february 5, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and fluid inside the cover was observed which suggested a possible leak. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.